Manufacturer narrative:
Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 27-may-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient went in for normal end of life battery replacement. The doctor wanted to check the motor response in the operating room and the patient did not have a motor response. The patient had stated in pre-op that they had some falls, and the falls were noted to be contributing factors to the issue. The doctor replaced the lead to resolve the issue. No further complications were reported.

Manufacturer narrative:
Event date has been updated based on new information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturer¿s representative (rep) indicating that the cause of the lack of motor response was unknown. The rep reported that the patient stated the falls that led to the lack of motor response occurred over the last couple of months. No further complications were reported.